Event description:
It was reported the pericardial effusion (pe) occurred. A left atrial appendage closure procedure was performed with successful implant of a 20mm watchman flx closure device. Post-deployment effusion sweep was performed with 4-dimensional intracardiac echocardiogram which showed no sign of pe. Approximately 4 hours post-implant a pe was identified and a pericardiocentesis was performed. 250ml of fluid was removed.